Manufacturer narrative:
Patient information was unavailable from the site. The initial reporter declined to provide patient information. A medtronic representative inspected the imaging system on-site. Upon inspection, it was discovered that the site biomedical engineer had cut off the plug and replaced it so the system could be used for the day following the reported incident. Loose prongs were found on the original plug. The entire power cable was replaced, and the issue was resolved. The damaged power cable/plug has not been received by the manufacturer for evaluation. A full imaging system check-out was completed part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that during a spinal fusion procedure, the imaging system mobile view station (mvs) began making a continuous beeping sound. The user moved the power plug to multiple power outlets, but the system continued to beep. It was reported that the imaging system then powered off, after approximately 15-20 seconds and no lights were illuminated on the mvs. The system was moved out of the room and plugged into an outlet in the hallway, which did not resolved the issue. It was reported that when plugging the system into the hallway outlet, arcing was observed at the prongs. The user had already acquired the images necessary for the procedure, so the procedure was completed successfully with navigation. There was reportedly no delay to the procedure because of this issue and the patient was not impacted.

Manufacturer narrative:
The power cable was returned to the manufacturer for analysis. Power cable assembly arrived missing molded plug, as previously reported, the biomed at the site removed and replaced the cable during onsite service of the system. Continuity testing of the remaining portion of cable passed. The reported event could not be duplicated by medtronic personnel.